Event description:
As reported by the edwards field representative, a dissection of the iliac artery was noted upon sheath removal following successful transcatheter aortic valve replacement (tavr). A covered stent was placed to repair the dissection. The patient was noted to be in stable condition following the procedure. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 7.8mm. The vessel was described as mildly calcified and mildly tortuous. Per report, the event was not caused by a device malfunction.

Manufacturer narrative:
The device is not available for evaluation as it was discarded by the site. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8mm. In this case, the access vessel's minimum luminal diameter was 7.8mm, and the vessels were noted to be mildly calcified and mildly tortuous. In this case, the less than adequate size of the access vessel likely caused or contributed to the iliac dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.